Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located in a patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom tech support suggested changing the hydraulic manifold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech called the account the back and they told him the bed was back in service but were not able to provide what they had done to resolve the issue. Based on this info, no further action is required.